Event description:
This css console was not supporting a patient. The customer reported that while performing a routing console test validation protocol, the monitoring computer and the vacuum would not turn on. This alleged failure mode poses a low risk to a patient, because the issue was observed when the css console was not supporting a patient. In addition, reported issue would not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality, had the css console can provide adequate pneumatic support without vacuum. The css console will be returned to syncardia for revaluation. The results will be provided in a supplemental MDR.